Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. The physician decided to re-implant the lead. During the re-implantation procedure, it was discovered that the tip of the lead was destroyed. A new lead was used instead. After the new lead was fixed into the right ventricle, there was no low-voltage output when the pacemaker was connected with the lead. The physician stated that the pacemaker was not put into the pocket. A new pacemaker was used. When, the new pacemaker was connected, the low-voltage output was found. The patient was stable. (B)(4).

Manufacturer narrative:
A complete lead was returned in one piece, measuring 58.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.